Manufacturer narrative:
Further communication with the facility staff indicated that the patient had been seen multiple times for different endoscopic procedures between (B)(6) 2015. The patient had been initially diagnosed with pancreatitis and referred to a gastroenterologist for further treatment. Treatment included multiple procedures such as endoscopic ultrasound (eus), magnetic resonance cholangiopancreatography (mrcp), and endoscopic retrograde cholangiopancreatography (ercp). For several procedures, an olympus duodenoscope was used on (B)(6) 2015. Throughout multiple visits to the ER for abdominal pain and for endoscopies performed, the patient was instructed to discontinue drinking alcohol and to return as scheduled for examinations. Pathology reports had returned negative after multiple examinations until (B)(6) 2015 after which the patient was diagnosed with stage 4 pancreatic cancer. The facility staff reported that the patient no longer returned to the hospital for further examination and had not been made aware of his passing until recently. The device referenced in this report is not available for evaluation. The facility reported that a "tjf-160" series was used for the multiple procedures, but the exact model and serial number of the duodenoscope used is unknown. A device inventory search found a tjf-160f (s/n (B)(4)) or tjf-160vf (s/n (B)(4)) may have been used for the endoscopies. Repair history shows both duodenoscopes were last serviced in 2/16/2016 for requests not associated with this report and subsequently returned to the facility. The facility reported there was no malfunction of the device and that the death is not attributed to the use of the duodenoscope.

Event description:
Olympus received a voluntary event report, mw5059426, on 2/10/2016 which reports, "my son, (B)(6), was suffering stomach pains. He eventually had 3 stents in his bile ducts, and eventually had original stents replaced, after his began a series of trips, and hospitalization, to resolve the problem. He went from (B)(6) pounds in (B)(6) 2015, to (B)(6) in (B)(6). He was never able to eat regular food, liquids without vomiting, including blood. He was diagnosed with pancreatitis, and told he was an alcoholic because he had a beer at supper, or before going to bed. I don't know how to find out if the hospital, (B)(6) hospital, in (B)(6), used the duodenoscope or not. I was told by an ER doctor that appeared his duodenum was infected and that his stomach was full and distended. Beginning or continuing the in/out stays at the ER and hospital of course, I wasn't there for all the conversations held between the doctors and (B)(6), like the ER doctor said "this isn't right, this man should not be suffering like this, (B)(6) was told in (B)(6) 2015 he had stage 4 liver cancer and passed away (B)(6) 2015, death certificate states "metastatic pancreatic cancer", that could be liver cancer, but not to me. I would like to made aware if this was caused by the olympus duodenoscope."